Event description:
It was reported that a patient never had therapeutic effect. The reporter stated that the patient was not continent and when she stood, urine came out. It was reported that the patient's mesh may have come loose as well. It was noted that the patient had tried stimulation and program adjustments, which didn't yield any relief. The reporter stated that they also tried altering the patient's pattern of going to the bathroom. Three weeks later, it was reported that the cause of the event was no bladder control after the trial. Impedance checks done on (B)(6) 2012 and (B)(6) 2013 were normal. It was noted that reprogramming was done on (B)(6) 2012 and four new programs were given. Several of the monopolar programs continued to have problems with poor urinary control. A urine culture was done on (B)(6) 2012, which was positive and the patient was given medication. It was reported that the patient's signs and symptoms include urinary leakage and no bladder control. There was no hospitalization and no injury to the patient. The reporter stated that they had tried a total of eight programs and a urine culture would be repeated on (B)(6) 2013. It was noted that the patient had kidney disease and was taking tegretol during the trial and was instructed by her doctor to stop medication the day before the device surgery. It was further reported that the patient was currently on program 4 and was advised to increase the amplitude if needed and switch to other programs if the symptoms were not resolved. It was noted that the patient had good bladder control with the device during the trial. It was reported that the patient complained of urine leakage at many times of day, but they occurred without warning and once a night she got up. The reporter stated that the patient said, the worst was when she got up from sitting down and had leakage without any sensation or warning. The patient was becoming very frustrated. It was noted that the patient was also having renal issues. It was reported that the patient would perform a bladder diary and trial new programs. It was reported that on (B)(6) 2012, the patient was "so frustrated" with the device that she turned it off. The patient was advised by her health care provider to keep the device off for at least 24 hours or longer and then turn it back on and switch to program 3. It was noted that the patient stated, she was "sleeping all the time." On (B)(6) 2012, it was reported that the patient was having skin breakdown around the abdomen. It was unclear if this was related to the device. On (B)(6) 2012, the device was adjusted with an increased level on all programs to where the patient felt it, but it was not uncomfortable. It was noted that on (B)(6) 2012 the patient could feel the sensation in the rectal area. It was also reported that the patient was having normal bowel movements, which had improved with the device. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 3889-28 lot# va00q8j, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).